Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced erosion of the right cylinder at the tip of the glans. The physician believed that the patient did not wait to heal prior to using the device. The ipp was explanted and replaced with a tactra malleable penile prosthesis on the left side of the where the erosion occurred. No additional patient complications were reported.